Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call thas customer received a button error alarm. It was reported that insulin pump got wet. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.